Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported this event occurred in the intensive care unit. The insertion site was the right upper arm. Upon insertion, the tip of the catheter becomes damaged. As a result, a new kit is opened and placed successfully. There is no reported delay in treatment. There were no reported pt injury, complications, or death. Update from distributor indicates: the tip of the introducer was damaged upon insertion.